Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information indicates that the lead continues to exhibit noise. The lead was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the right atrial lead exibited noise. Lead remained implanted.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded and exposing the outer coil at 13.2 cm to 13.3 cm from the connector pin, due to consistent friction to the device can, which could have been the cause of the complaint reported from the field.